Event description:
It was reported that the pt experienced return of pt symptoms including increased pain and back spasms. The pt's symptoms worsened after a "bad fall". A catheter kink was confirmed. A revision was planned; the pump will also be moved, as it is causing discomfort in its present location. The pump was checked in 2009; there were 6 ml left. Per the rptr, "the pump was turned off yesterday". Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for the catheter.